Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The reporter is not willing to provide further information. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported bilateral glistenings in a patient implanted with an intraocular lens (iol). The patient's vision decreased by two lines. The reporter is not willing to provide further information. This is one of two reports being filed for this patient. This report is for the first eye.